Event description:
Customer reported intermittent boot problems and a collimator iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system.